Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/07/2016 with the following findings: investigation revealed a crack in the battery compartment. Evaluation also revealed a cold solder connection in the cgm circuit.

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed a cold solder connection in the cgm circuit. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/07/2016.